Event description:
On (B)(6) 2025, the customer called to inform del medical that during the table to bed transfer of a patient, the table raised and tilted on its own causing the patient to move almost fall off the table. The customer reported that they could not stop the table from moving using the foot pedal. The patient was at risk of falling off the table, three (3) employees held the patient until the table stopped moving; then they were able to move the table back to where the patient was safe. There was no injury to patient or staff. On 04 aug 2025, a field service engineer (fse) investigated the issue. Fse was unable to duplicate the table elevating and tilt on its own. Foot control was taken apart; connections sensors, and spring mechanism were inspected ¿ all were reported as "ok." The input/output bd for the hand and foot controls were inspected for liquid damage ¿ all were reported as "ok." Inspected connections at the wire distribution bd and lower interface bd, as well as verified signals getting to lower interface bd ¿ all were reported as "ok." Performed the detector calibration and verified the proper operation per the service checklist ¿ system was reported as functioning normally. It was determined that there was no issue with the system, and it was returned to service.